Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. The wbc count is unavailable at this time. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer was unable to provide the lot number for this event, therefore device history record details are unknown. All lots must meet acceptance criteria for release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. There were no other alarms, alerts or adjustments during the procedure. The collection terminated normally and the trima accel system displayed a message to label the product as leukoreduced. The residual wbc count was not provided by the customer. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.